Event description:
Information was received from a patient. It was reported that their stimulation was going up real high on its own. The patient stated that they normally keep their settings between 2.90v and 3.00v, but for some strange reason, the device went up to almost 6.90v. The patient reported that afterwards, their battery was nearly drained. It was noted that the issue occurred on (B)(6) 2017. The patient mentioned that they had been using the device since 2014 and it had worked great up until that point. No further complications were reported or anticipated. Indications for use are phantom limb pain and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.